Event description:
It was reported the atrial output connector was damaged. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the atrial output connector was broken. It was also noted that the upper and lower cases were broken, the ring cover was contaminated, one side bail cover was broken, the battery release and battery drawer was contaminated, the battery contacts were compressed, the ring was bent and the keyboard pad was cosmetically scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.